Event description:
Procedure: wedge resection. According to the reporter: the stapler was used to do a wedge resection. The stapler were found to be malformed so the surgeon used a second stapler and sulu to reapply to the tissue. However, with the second firing the staples were malformed again. The surgeon then used an "endo cut" device to complete the surgery. There was no patient injury alleged.